Event description:
It was reported that the patient was not able to use the implantable pulse generator (ipg) due to inability to charge the device. It was also noted that the patient was in need of MRI capabilities. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware.